Manufacturer narrative:
Add'l info was requested, however none was available. The investigation is in progress. A sample has been received and is awaiting eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that fluid was backing up in the air line during multiple vitrectomy procedure. It was noted that they have been having this issue intermittently for a couple of weeks. Sometimes there is as much as two inches of fluid in the tubing, however, sometimes there is only a little. Each time the staff was able to clear the fluid from the tubing and proceed without any impact to the case or pt. Add'l info was requested, however none was available.